Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient, due to the progression of the disease, since about 2017-2018 can't make anymore adjustments to help the patient but dbs helps patient move. If increasing, it can make patient feel sick, pass out, sleep or is too strong it zings him when they try to adjust the settings. Patient states they have tried all different formulas and have not been able to make any adjustments for years.